Event description:
Clinic notes dated (B)(6) 2012 note that the patient experienced more seizures after changes in vns settings at the previous visit. It was noted that the patient was given depakote and that this medication aggravates the patient's seizures. It was reported that the patient had approximately 20 seizures since the last visit. It was noted that the patient reports having much improvement in seizures with vns; however, reported that the increase in settings at last visit made seizures worse. It is unknown whether or not the increase was above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.